Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had battery out limit. The customer¿s blood glucose level was 417 mg/dl. Troubleshooting was performed for battery out limit and it resolve the issue. Advised customer the pump will need to be replaced. Advised customer to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected battery out limit alarm noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.